Event description:
It was reported by the physician, an angio-seal device was used to seal the right femoral arteriotomy post diagnostic heart catheterization. A pre-deployment femoral angiogram was unremarkable and the angio-seal was deployed uneventfully. The coronary angiogram was normal. The patient was discharged home. Four days later, the patient went to the emergency room experiencing pain, and swelling in the right foot. An ultrasound revealed normal findings. The pt was treated for possible cellulitis, placed on antibiotics and was sent home with an appointment to visit the cardiologiest 2 days later. The patient's foot was better when seen in the office, however,it was still a dusky reddish color; pulses were normal and the groin site was negative. The patient returned again to the doctor's office a few days later, with increased symptoms in the right foot and was admitted to the hospital. Another ultrasound revealed normal findings. The cardiologist will follow up with the patient today.